Manufacturer narrative:
(B)(4).

Event description:
It was reported the most recent merlin transmission strips revealed noise on non-sustained oversensing episodes. The patient was brought into the clinic for review. The sensitivity setting was programmed. There have not been any more episodes since the change. The patient was asymptomatic.